Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered the customer on (B)(6) 2012. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the equipment has been for more than 8 years since manufacturing. Since the event did not reproduce, the pins in the video connector socket were damaged or foreign matter such as dust adhered, and the electrical contact between the scope and cv became unstable, causing flickering of the endoscopic image. The following is described in the instruction manual as a countermeasure when the image does not appear. As a result, may have been prevented. Cv-190 instruction manual "6.3 connection of an endoscope" irregularity description: the endoscopic image does not appear on the monitor. Possible cause: the videoscope cable exera ii is not connected correctly. Solution: connect the videoscope cable as described in section 6.3, ¿connection of an endoscope¿. The following is described in the instruction manual as a countermeasure when the image does not appear. As a result, may have been prevented. Intermittent image loss of 190 system. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
The unit was not returned to the service center for evaluation. As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer reported the issue only occurs when the scope is wiggled. Tac informed the customer that the issue was likely with the endoscopes, the video scope cable, the video processor, or a combination. The customer was unsure if there was total image lost meaning the mask data was also not there when the issue occurs. On june 22, 2021, tac performed a follow up call to the customer and was informed that the facility¿s biomed went to check out the unit to try to see what was going on and was not able to duplicate the reported problem and has not heard from the end-user about any issues. The biomed requested the complaint be closed and if any further issue occurs the facility will call it in.

Event description:
The service center was informed there was intermittent image loss observed with the 180 scope series system. There was no patient involvement reported.